Event description:
Reportedly, after closure of the pulmonary artery, the staples did not close properly in the middle of the line of staples. Same problem on both lines of staples. No additional information.